Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device at the hub had been disconnected and had a poor connection between external pieces. The customer reported that the patient failed spontaneous breathing trial and became tachypneic. It was stated that the patient successfully extubated.